Event description:
It was reported that a patient presented with premature battery depletion, inappropriate shock, and over-sensing of noise noted on the patient's implantable cardioverter defibrillator. The right ventricular lead was noted to have insulation damage, over-sensing of noise, and inappropriate shock. Both the lead and device were explanted on (B)(6) 2024, the patient was stable throughout.

Manufacturer narrative:
The reported events were inappropriate shock, noise, and insulation damage. The reported event of noise not confirmed but insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the outer insulation and ptfe liner were pulled apart from the is-1 connector boot consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.